Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had pump error detected on insulin pump. The blood glucose at the time of the incident was 7.2 mmol/l. The device was not returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm and unable to download. Unable to determine the root cause, problem isolated to the electronic assembly. Unable to verify pump error 25 due to critical pump error (open book image) alarm.